Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, for batch number 1204770 and complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1204770 was satisfactory and no quality notifications were generated during manufacturing or inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1204770. Retention samples from batch 1204770 were not available for inspection. Three photos were received for investigation. One photo shows the side of sleeve with at least one plate with microbial growth in the media visible. Another photo shows the agar surface of a plate with surface bacterial growth. The last photo shows the bottom of a plate from batch 1204770 (time stamp 1551) with growth visible. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. CAPA pr #3076308

Event description:
It was reported that prior to use, one bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plate was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is contamination.

Event description:
It was reported that prior to use, one bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plate was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is contamination.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.